Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that during a surgical procedure on (B)(6) 2016 to treat an ankle fracture, the guide wire and the cannulated screw became stuck together after the screw was inserted. The surgeon initially inserted the reported screw over the guide wire during placement. When the surgeon attempted to remove the guide wire, it was discovered that the two devices could not be separated and the surgeon had to remove the screw with the guide wire stuck inside it from the patient's bone. Upon examination of the complained screw, it was noted that the tip of the screw and threads along the shaft appeared to be damaged. Some of the thread material had appeared to have "chipped away." An intraoperative x-ray was taken and it was reported that screw thread fragments were visible in the patient's bone. These fragments were not removed. The surgeon was able to complete the procedure using a different screw. The surgery was delayed 10 minutes due to the reported event; however, was completed without any further complications. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing investigation was performed for the subject device (4.5mm cannulated screw partially threaded/42mm, part number 214.542, lot number 9047712). The subject device was received with the associated guide wire (please see related medwatch report 2 of 2 for (B)(4) which addresses the guide wire). The devices were received with the cannulated screw completely stuck on the guide wire. The tip of the cannulated screw is partially missing and the core of the first five thread flanks are peeled off. Both the cannulated screw and the guide wire are bent. The relevant outer diameter of the visible portions of the guide wire near the top and bottom of the cannulated screw were checked and was found to be 1.58mm, which is within the specification of 1.6mm 0/-0.1. The relevant inner diameter of the cannulated screw could not be checked as the screw is stuck on the wire and a removal with destructive force would damage the inner diameter. However, it was apparently possible to advance the screw approximately 120mm over the wire before it did got stuck without any issues as there are no stress marks at the upper part of the visible wire visible. Based on this it can be assumed that the inner diameter of the screw did not contribute to this occurrence. Based on the provided information the exact root cause could not be determined. The overall appearance with the bent cannulated screw on the bent guide wire, along with the peeled off thread core in relation to the bending position, could be an indication that the guide wire was bent after the insertion which would have made correct insertion of the cannulated screw impossible. As previously reported, manufacturing documents were reviewed and no deviations regarding dimensions or materials were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 1 of 2 for (B)(4).